Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt did not feel stimulation at the pain site and felt stimulation in her ribs and the right abdomen. An x-ray revealed that the lead had migrated. A lead revision nor an explant was performed based on the decision of both the physician and the pt due to the pt's severe adverse reaction to post operative pain. The device will remain intact within the pt. The pt is scheduled to be seen by a pain management specialist. The stimulation has been turned off and no further programming of the system will be attempted at this time. No further information is available at this time.